Event description:
(B)(4). Same case as 2134265-2009-04807. It was reported that post a coronary artery stenting treatment procedure an undefined major adverse cardiac event occurred. Target lesion 1 was located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the lesion length was 25mm. Pre-procedure was 100% stenosis and post-procedure was 0% stenosis. A 3.5x28mm liberte stent was implanted. No attempt made for direct stenting. Target lesion 2 was located in the rca. The reference vessel diameter was 3.5mm and the lesion length was 22mm. Pre-procedure was 100% stenosis and post-procedure was 0% stenosis. A 3.5x24mm liberte stent was implanted. No attempt made for direct stenting. The procedure was a technical success. 4 days later, the patient was discharged with class 2 stable angina. Discharge medication included asa 100mg daily/indefinitely and clopidogrel 75mg daily for 1 month. The data notes the patient had experienced a major adverse cardiac event but no further information was provided for the event.

Manufacturer narrative:
Date of event - unknown day and month 2006. The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not returned for analysis.